Event description:
The customer reported that the system made a popping sound followed by a loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.